Event description:
Dealer calls to report enduser states she was almost hit by train in chair, states somehow the chair flipped over right by the tracks, states she was so close her legs were touching the train, somehow she managed to flip the chair back over, and was not injured per the dealer. Dealer states they are not sure what the story is on this issue, states there was an incident, with a chair and a train they did witness, just unsure of how everything actually happened. Dealer is reporting l motor damage, left motor mount damage, and bent battery box, also cosmetic damage all over the chair